Event description:
The customer observed falsely positive architect stat troponin-I generated on the architect i2000sr processing module for one patient. The patient was admitted to the hospital due to the false positive result. Sid (B)(6) initial result = 1.696, repeat result = 0.0 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative inspected the instrument and observed a leak on the trigger pump. The 100ul trigger pump (rohs), arc probe, valve, manifold kit (rohs), and syringe assy were replaced to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending for the 100ul trigger pump (rohs), arc probe, valve, manifold kit (rohs), or the syringe assy did not identify any trends. A review of the alinity I/architect ia product monitoring review scorecard found no trends of the architect system with regards to the current issue. A review of historical data found no non-conformances related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate information regarding the troubleshooting of the observed issue erratic/discrepant results and component replacement. Based the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) or the 100ul trigger pump (rohs), arc probe, valve, manifold kit (rohs), or the syringe assy was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely positive architect stat troponin-I generated on the architect i2000sr processing module for one patient. The patient was admitted to the hospital due to the false positive result. Sid (B)(6)initial result = 1.696, repeat result = 0.0 no impact to patient management was reported.